Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a bump at the site of the infusion set. He stated that he had issues with high blood glucose and tissue build up at the site on the third day of wearing. The blood glucose reading was 122 mg/dl. Customer stated that he treats with manual injection when he runs high. He stated that the drive support cap appeared normal and recessed. He found no air bubbles in the tubing and no leaks. He was advised to run a manual prime and stated that insulin did exit. The bolus and basal delivery settings were correct. Customer was unable to perform a high pressure test. Nothing further was reported.